Event description:
It was reported a pt presented to the doctor with the complaints of pain three days after a vena cava filter was implanted. A CT scan was performed and it showed that the filter had migrated caudally 1/2 to 3/4 vertebral body and was perforating the cava wall. The filter was removed and replaced with another vena cava filter. Pt is currently asymptomatic and doing fine.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. No sample evaluation could be performed as the complaint sample was given to the pt when it was removed. Based on the info received, the results are inconclusive and the root cause of the event is unk. This is the only complaint reported to date for this mfg lot number. The current IFU ( instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivc with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.